Event description:
It was reported that the patient had a heart arrhythmia following the trial procedure. The physician believed that it was neither device nor procedure related. The patient had ended up in the intensive care unit (ICU), and the leads were removed and discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231670e0 model: sc-2316-70e serial: (B)(6) batch: 7097326 UDI: (B)(4).

Event description:
It was reported that the patient had a heart arrhythmia following the trial procedure. The physician believed that it was neither device nor procedure related. The patient had ended up in the intensive care unit (ICU), and the leads were removed and discarded by the medical facility.